Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
Primary procedure, right shoulder. The scrub assembled the chosen glenosphere onto the glenosphere inserter, ensuring it was fully seated. Doctor aligned the inserter onto the baseplate and malleted the back of the impactor to fully seat the glenosphere onto the baseplate. To ensure that the glenosphere was fully seated onto the baseplate, he pulled on the inserter to act as a check. When he went to remove the glenosphere inserter, he twisted it counter clockwise and the tip of the impactor broke off inside of the glenosphere. There was a piece sticking out of the glenosphere far enough that he was able to use a hemostat to back the broken piece out of the inner threads of the glenosphere. A surgical delay of less than 1 minute occurred.